Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Investigation results as follows: visual inspection was performed and no damages were observed. Upon power up, the platform displayed a user advisory (ua) 45 (not at "home" position after power-on/ restart) message, thus confirming the reported complaint. Further inspection identified the cause to be that the driveshaft was out of its "home" position, possibly as a result of the lifeband straps not being fully extended prior to pressing start. The platform was run for 15 minutes with no other user advisories or warnings exhibited. A review of the platform's archive was performed and no user advisories were observed on the reported event date of (B)(6) 2015, however multiple user advisory 45 messages were observed on other dates. Based on the investigation, no parts were identified for replacement. In summary, the customer's reported complaint was confirmed during review of the platform's archive and duplicated during functional testing. Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), "the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position." To clear a user advisory (45), users are advised to pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then press restart. The root cause was determined to be that the driveshaft was out of its "home" position. After servicing, the platform passed all final functional testing criteria.

Event description:
It was reported that the autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart) message, that was unable to be cleared, even after the customer followed instructions on how to clear the user advisory. No patient involvement was reported. No further information was provided.